Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/19/2013 with the following findings: evaluation revealed that the bolus button cover is completely detached from the pump.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (abb tactile cng prior to dmg) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.